Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient had a pulse. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed the analysis detected a number of peaks and normalized amplitude that met the criteria for vf. After the shock advise prompt was alerted, the shock button was pressed to deliver the shock. The customer indicated that the device was used on a patient that has a pulse, which is outside the intended use. The user manual states that the device should be used on patient indicated by unconsciousness, absence of breathing, and no pulse. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.